Event description:
Patient representative reported the "patient has experienced, three (3) after implant date", "strong pain at implantation", "a diagnostic hypothesis of subcapsular rupture can be considered", "patient felt fear and anguish", "great sadness", "self-esteem shaken, embarrassment, worry, feelings of impotence, and a lot of indignation and humiliation with the new cut that ended up being very visible", "patient reports aesthetic deformity", "alteration in the volume of left breast", "informed that the patient experienced all the symptoms of a lymphoma such as an increase in the volume of the breast region" and "accumulation of fluid around the prosthesis (seroma)". Patient representative also reported "depression" which is not device related. The device was explanted.

Manufacturer narrative:
Additional health effect impact codes: f2203, f1903.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown and rupture. The device remains implanted.